Event description:
It has been reported to co that the occlusion balloon was leaking during the procedure. Inserted into pt saphenous vein graft and inflated the balloon to 5.5mm to occlude the vessel. There were two lesion sites and heavy calcification in the graft because had trouble seating the guide and also the occlusion balloon kept moving and would not stay in place. Before they were able to stent the area the balloon slowly deflated. Removed the occlusion balloon and stented the area without the device and no aspiration was done. Pt was reported as fine.